Manufacturer narrative:
One cardiomems power cord cable was received for evaluation. During visual inspection no physical damage was observed. During initial testing, it was determined that the power cord was functioning properly. The returned power cord was tested on a device, and it was able to power on the device with no issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The source of the reported power cord issue was not able to be established.

Event description:
The patient reported sparking at the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.